Manufacturer narrative:
Concomitant medical product: 5092-58 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change out the right atrial (ra) lead exhibited unstable thresholds, high impedance, variable impedance and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.